Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Unit functioned properly during prime/compromised force sensor system, the excessive no delivery, and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the numbers on the bolus screen were scrolling nonstop. The insulin pump alarmed no delivery. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.